Event description:
Boston scientific received information that this left ventricular lead exhibited noise and is believed to be fractured. The patient suffered a syncopal episode and fell a while back, this fall is believed to have caused damage to all three of the patient's leads. It was noted on fluoroscopy that the insulation at the proximal end of the suture sleeve appeared damaged. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.